Event description:
It was reported that post ureteral stenting, the ureteral stent was broken. The stent was passed over the guidewire into the ureter with no obvious problem and the pt was discharged. Eighteen days later, the pt presented with an elevated creatinine and bun. An x-ray indicated that the stent was in place, but broken in two pieces. The curl of the stent was in the kidney. The stent was removed using a grasper and a stone retrieval basket. A new stent was placed. The pt was discharged with no reported complications.

Manufacturer narrative:
Customer complaint confirmed. Received one 8 french ureteral stent inside a ziploc bag. Residue was present on the device to indicate use. The device was torn in two near the proximal end. The suture had been removed and was not returned with the rest of the device. A visual evaluation found that the proximal pigtail had been torn off. The tear was jagged, angled, and had originated in a sideport hole. The tear was found at 6.1 centimeters from the proximal end of the device. A second tear was found from the first along the axis of the stent. The second tear aws jagged also and proceeded distally to the next sideport hole. The two sideport holes are the hole that the suture is looped through during manufacturing. The distance of the second tear was approx 0.5 centimeters. Two small bends were also noted in the working length of the device. A functional evaluation found that an 0.038 inch guidewire could be passed through both pieces of the torn stent. The most probable root cause is noted as user error, due to the suture being torn through the body of the stent causing the detachment issue. The tear between the two sideport holes indicates that the suture was pulled through the extrusion wall between the two holes with force and most likely not cut prior to attempted removal of the suture. The identified potential root causes does not appear to be related to the failure mode of the complaint due to the short length of time the device was in place and the way the stent was torn upon evaluation.